Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledged.

Event description:
The customer called to report that the electrode was missing from the sensor. The sensor appeared retracted or damaged. The customer had received a message saying the transmitter did not blink. The customer's blood glucose reading was unknown. The sensor was replaced.